Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a device history record review was performed for provided lot number 244094. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two physical samples were received for evaluation by our quality team. The samples came with no packaging blister and were in a plastic bag. A visual inspection was performed and both samples have rub marks on the syringe barrel, which are within specification. Both of the samples have good scale printing. One of the samples has the zero of the # 50ml with missing ink, however was found to be within specification. No other imperfection was observed. It was recommended by the plant for the marketing team to work with the customer regarding the specifications of the products. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Root cause description: probable root cause. It could be that there is some confusion on the product specifications and acceptance criteria. It is recommended that marketing explains to the customer our product and specifications. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml ll bns was damaged and had scale marking issues. This occurred on 875 occasions. The following information was provided by the initial reporter: syringe barrel scuffed/scratched. Scale not fully printed in some areas.